Manufacturer narrative:
(B)(4). The customer advised physio-control that they have decided to not pursue repair options due to the costs associated and the age of the device. The customer has since retired the device from service. The device will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device would no longer power on. The device also was showing its service wrench and battery icons. There was no report of any patient use associated with the reported issue.